Event description:
It was reported that the device froze on the wire. A 10 x 3.50 mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During procedure, the balloon failed to track properly over the guidewire and became stuck. The procedure was successfully completed with another device. There was no patient complication reported.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. E1: initial reporter phone: (B)(6).